Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed fault code 53 fos continuous bit failure. The fiber-optic module was replaced, and a complete preventative maintenance (pm) performed. The stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic failure. There was no patient involvement, and no adverse event reported.